Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was experiencing muscle spasms and will undergo an explant procedure. It is not known if the physician feels the muscle spasms were caused by the device.

Manufacturer narrative:
Additional information was received the patient will be explanted due to inadequate stimulation. No malfunction is suspected.

Event description:
A report was received that the patient was experiencing muscle spasms and will undergo an explant procedure. It is not known if the physician feels the muscle spasms were caused by the device.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. The physician indicated that use of the scs motor stimulation may have caused the muscle spasms due to the lateral lead placement or the anatomy of the patient. The muscle spasms resolved when the patient stopped using the stimulator. Device malfunction was not suspected. The explanted devices were not returned to bsn as they were discarded by the medical facility. Additional suspect medical device components involved in the event: model: sc-2218-70 serial: (B)(4), description: linear st lead, 70cm.

Event description:
A report was received that the patient was experiencing muscle spasms and will undergo an explant procedure. It is not known if the physician feels the muscle spasms were caused by the device.

Manufacturer narrative:
Correction to medwatch report follow-up # 2. The explanted devices were not discarded they were returned and analyzed by bsn. Sc-1110 sn (B)(4): the returned device was analyzed and no anomalies were found. Sc-2218-70 sn (B)(4): the lead was cut, and the distal end was not returned. Damage to the device was similar to the typical explant damage and was not considered a failure. A review of the manufacturing documentation for the ipg and leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices was found to be satisfactory.

Event description:
A report was received that the patient was experiencing muscle spasms and will undergo an explant procedure. It is not known if the physician feels the muscle spasms were caused by the device.